Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for follow-up, right ventricular oversensing was observed leading loss of capture. Possible lead dislodgement was suspected but was not confirmed. Programming changes and lead revision were recommended to resolve the issue. Patient is being monitored via merlin.net transmission as no further transmission for rvos was reported. Patient has not been seen in the hospital. No further information available.